Event description:
During pt use, and "integrated power pac low" alarm occurred when the ac cable was removed in order to switch to battery operation. However, the ventilator did not recognize the power pac battery. The pt was ambu bagged and switched to another ventilator. No permanent injury was reported.

Manufacturer narrative:
Although requested, additional pt information was not provided.